Event description:
It was reported that a patient in a post market study died eight months post implant of the implantable pulse generator (ipg) and lead. The patient was admitted to the hospital with sepsis and died of a subdural hemorrhage. A source of the infection is not known. No other details regarding the death are known.

Manufacturer narrative:
Since no device ID was provided, it is unknown if this event has been previously reported. Follow up is being conducted to obtain the serial number of the lead. The lead serial number has been obtained and added. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Since no device ID was provided, it is unknown if this event has been previously reported. Follow up is being conducted to obtain the serial number of the lead. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be process and considered accordingly. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.